Manufacturer narrative:
(B)(4).

Event description:
During the pullback step with a 6f angio-seal vip device the whole device pulled out of the groin. Manual pressure was held. There was concern that the anchor, collagen, and suture where in the patient. Brachial access was obtained and angiograms were performed to check the flow in the right leg. The vessel was clear and open. There was a hematoma present in the right groin. Pressure was held and the hematoma was massaged out.

Manufacturer narrative:
(B)(4). The results of the investigation concluded the anchor was visible with its leading leg located approximately even with the sheath tip, consistent with non-deployment. Functional testing of the deployment mechanism revealed no functional anomalies. The anchor was then grasped and the suture extracted. The clear heat shrink tube, tamper tube, knot, and collagen were all exposed. No anomalies were noted during deployment. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed. The cause of the reported event remains unknown. The overall device condition is consistent with full or partial extension of the deployment sleeve prior to insertion into the hemostasis sheath, or resistance encountered during carrier tube advancement through the hemostasis sheath resulting in the anchor not exiting the sheath distal tip.